Event description:
The field service center received the ventilator for a scheduled preventative maintenance. The ventilator was received with a note that indicated the turbine was not working. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na